Manufacturer narrative:
The manufacturer previously reported a failure of the ac inlet connector. The ac inlet connector was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the ac inlet connector failing was due to physical damage caused by overtightening.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related to the devices ac inlet connector was observed. The device's ac inlet connector was replaced to address the issue.